Manufacturer narrative:
The recipient's device was explanted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. External visual inspection revealed the electrode was sliced near the small tubing. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed broken electrode wires in the small tubing. This is believed to have occurred during revision surgery. In addition, this inspection revealed broken electrode wires within the fantail. System lock was verified. The device passed some of the electrical tests performed. Scanning electron microscopy (sem) analysis revealed tensile breaks of electrodes within the fantail. The device passed the mechanical tests performed. Sem analysis revealed broken electrode wires within the fantail. It is believed that these breaks caused the open impedances measured at the clinic. Advanced bionics will continue to monitor failure modes of this type. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient is reportedly experiencing open electrodes. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing decreased performance. A review of the recipient¿s test data indicated impedance issues. Revision surgery is under consideration.